Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date the manufacturer was made aware.

Event description:
It was reported that patient was experiencing discomfort at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.